Event description:
It was reported that the ilet fell from the patient¿s waistband while removing a jacket, after which the touchscreen went white and became unusable, consistent with a cracked or damaged display on a hardware component. Symptoms included a minor knee laceration that bled and was controlled. Outcomes included no impact to blood glucose levels and no hospitalization. Investigation included collection of event details and request for photographs, with arrangements for device return. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop and resultant screen failure rendering the user interface inoperable. It was concluded, based on established findings for similar reports, that the cause was user handling resulting in mechanical impact damage to the device¿s screen.